Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The reported device was received for evaluation; event was confirmed during testing. Evaluation found the device was leaking out of the battery plate. An internal component seal failure was identified upon disassembly. There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was reportedly leaking. There was no patient involvement; no patient impact.